Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-may-06. The patient indicated that they need an appointment with a manufacture representative (rep). No actions were taken yet as they need to see a rep. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations and spinal pain. It was reported that in (B)(6) 2019, the patient noticed their ins charge was depleting from a full charge in only a day, when previously a full charge was lasting about a week. It was confirmed with the patient that they had not had any programming changes or stimulation increases. It was also reported that the patient was exposed to electromagnetic interference about a month prior to the report when the patient had a pet scan, but the ins had been turned off at that time. No symptoms were reported. They were redirected to see the doctor to check the ins. It was noted the patient has an appointment with their primary care provider on (B)(6) 2019, and they would see if that doctor can have a manufacturer representative (rep) meet them at the appointment since the patient doesn't have a doctor currently managing the device. No further complications were reported or anticipated.